Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint. Device evaluation was completed on 10/17/2014. The meter involved with this complaint failed testing. The meter was found to have a contact issue on spc housing. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014 at 7:00 p. M. The patient manages her diabetes with insulin (humalog, self-adjuster; levemir, unknown dosage) and stated she continued with her usual dose of insulin (humalog, 2-4 units) in response to the alleged issue. The patient denied developing any symptoms. In addition, there was no mention of receiving medical treatment for a high or low blood glucose excursion. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint was being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. In addition, there is no evidence the device malfunctioned.